Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the gear for the motor was damaged. The door winch, gantry motor controller, and the rotor motion controller were replaced to resolve the issue. No parts have been received by the manufacturer for evaluation. No further issues reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system gantry door could no be opened. It was reported that this occurred immediately following the acquisition of a 3d spin. The manual door override procedure was attempted, but was unsuccessful. The surgeon opted to complete the procedure without the use of the imaging system and medtronic navigation. The procedure was completed successfully and the patient was not impacted. Details regarding the delay to the procedure, and how the procedure continued have not been provided.